Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from its manufacture date of 20apr2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The report that the station drawer failed was confirmed by the bd field service engineer and in agreement by the dchu investigation team based on investigation result. The field service engineer evaluated the station: customer reported full high drawer failure; verified problem. Found magnet missing, replaced inseparable magnet. Found pyxibus cable burnt; replaced cable. During boot up, system would not boot; replaced sata cable. Tested in hardware test application and customer recovered drawer. Visual inspection of the received pyxibus cable observed burn and cut/scrape markings along two areas on the cable; wires were exposed along the burn areas. The burn and cut/scrape markings were noted to line up along the edges of the rear panel of a lab station. No further testing was deemed necessary on the pyxibus cable. Visual inspection of the received sata cable observed no issue. Repeated testing of the sata cable on a lab station observed no issues during boot up. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es drawer 6 failed. The customer recovered the drawer and rebooted the station, but the issue still occurred. Upon device part investigation, it was determined that the pyxibus cable was burnt. There were no adverse events or injuries reported based on this incident.